Manufacturer narrative:
(B)(4). After an additional email for clarification the device 1 fired 6 clips and stopped. There were no more clips to fire in the jaw. The second device fired one clip and was empty and no more clips in the jaw. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the device (b) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4); expiration date: 09/2015; manufacturing date: 10/2010; (B)(4).

Event description:
It was reported that during a low anterior resection procedure, when the device was fired six times, the surgeon found that the jaw was completely stuck and the clip could not be fired. The nurse opened another new device for the surgeon but the new device just fired once and could not be fired again. The two products were all first time use. Another device was used to complete the procedure. There were no adverse consequences for the patient.